Event description:
Minibag plus, unable to dissolve zosyn powder in vial and to get medication transferred into bag. Minibag plus- baxter lot #18k05g50, exp 07/20/2019, piperacillin/tazobactam 3.375 gram vial xgen lot#1pu17102, exp 12/2019. FDA safety report ID # (B)(4).